Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm, which is off label use of the device on (B)(6) 2022. On (B)(6) 2022, the pediatric patient was incoherent and dehydrated and experienced diabetic ketoacidosis (dka). The cgm was reading high and the blood glucose reading was over 500 mg/dl; there was no specific bg value reported as the parent could not remember. The patient's mother took the patient to the hospital and was admitted to the intensive care unit (ICU) for 14 hours until she stabilized. At the hospital the patient was treated with IV insulin. The patient was hospitalized for 2 days. At the time of the report the patient was stable and recovered. At the time of the report, the patient was in stable condition. No data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
Subsequent to the initial MDR, additional information is required.

Manufacturer narrative:
(B)(4).